Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Visual inspection of the device showed minimal erosion of the electrodes. The device was connected to a known good controller, which revealed that the wand was tested at default and maximum setting which revealed that the device performed as intended. Saline line performed as intended. The suction line performed as intended. The complaint was not verified as the device did not spark. Factors, which may have contributed to the reported complaint include: (1) the device may have "sparked" when the electrodes came into contact with a conductive medium, such as saline. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during tonsillectomy and adenoidectomy procedures, the procise xp wand tip showed sparks when it was being used. A backup device was available to complete the procedure with no significant delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.